Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared for use. However, upon insertion of the sgc into the left atrium, a thrombus was found in the middle of the wire within the left atrium. The dilator and wire were removed, but no thrombus was found. A decision was made to remove the sgc. However, upon removal and examination of the sgc, a thrombus was found attached in the sgc column, and despite after flushing, the thrombus was unable to be removed. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.